Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: "coapt-like profile predicts long-term outcomes in patients with secondary mitraclip implantation."

Event description:
This is filed to report post procedure, death occurred. It was reported through a research article identifying the mitraclip device which maybe be related to patient death. Details are listed in the article, coapt-like profile predicts long-term outcomes in patients with secondary mitraclip implantation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported death cannot be determined. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.